Manufacturer narrative:
H3 - device evaluation: lens was returned in pouch and vial, in liquid. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
He reporter indicated that the surgeon implanted upside down a 12.6mm micl12.6, -16.0 diopter, implantable collamer lens, into the patient's right eye on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The lens was replaced during initial surgery on (B)(6) 2021. The problem was resolved. Cause of the event is reported as user error,device, "lens came out and slightly turned upside down. Tore lens during hand over hand removal." Reportedly, "all ok so far."